Event description:
It was reported that stent damage occurred. The 70% stenosed, 30x3.0mm target lesion was located in a moderately calcified and moderately tortuous left anterior descending (lad) artery. Predilation was performed using an unspecified balloon catheter. A 3.00x38mm promus element long drug-eluting stent was selected and advanced to treat the target lesion but was unable to cross. Upon withdrawal of the device, the physician found that the stent body was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the stent found that the crimped stent on the device was damaged. Stent struts throughout the entire distal portion of the stent were deformed, bunched, stretched and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues or damage along the hypo-tube shaft. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed, 30x3.0mm target lesion was located in a moderately calcified and moderately tortuous left anterior descending (lad) artery. Predilation was performed using an unspecified balloon catheter. A 3.00x38mm promus element ¿ long drug-eluting stent was selected and advanced to treat the target lesion but was unable to cross. Upon withdrawal of the device, the physician found that the stent body was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.